Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple altitude alarms occurred. The customer's blood glucose level was 176 mg/dl. Reportedly, the customer has alternate insulin therapy available. Multiple attempts were made by tandem technical support to ensure the alarm was able to clear, however no response was received from the customer.